Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx coronary drug eluting stent was used to treat a mildly tortuous, mildly calcified lesion with 95% stenosis in the mid 1st diagonal branch. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated with a sprinter legend balloon. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. The stent was successfully deployed at 20 atm. It was reported that stent deformation occurred in vivo post deployment. Upon withdrawing the stent delivery balloon there was someresistance when pulling back, but the balloon was removed. After a cine image post deployment the physician noticed a dark double density ring at the distal end of the stent, which appeared to be longitudinal stent deformation (lsd). The deformed area was dilated with a 1.5 x 20 mm balloon and a second stent placed over the area and post-dilated with a 2.5 x 20 mm nc euphora balloon with goodexpansion and timi 3 flow. No further patient injury reported. The physician indicated that the issue was caused by the stent delivery system catching on the stent struts.

Manufacturer narrative:
Additional information: there was no damage noted to the non-medtronic guidewire when removed from the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: procedural notes were received. It was stated that there was timi flow 2 before the procedure and timi flow 3 after having performed the procedure. The lesion was pre-dilated using a 2.0 x 15 sprinter legend inflated to 16 atms for three inflations. The ronyx22538ux stent was post-dilated using a 2.0 x 20 sprinter legend and a 1.50 x 20 sprinter legend balloon, inflated to maximal inflation pressures of 20 atm and 16 atm for three and one inflations, respectively. It was noted that the distal longitudinal stent compression reported was serially dilated with 1.5mm, 2.0mm and 2.5mm balloons, followed by deployment of a 2.0 x 12mm drug-eluting stent in this segment at 16 atm. An 2.5 x 20 nc euphora was then used and inflated to 16 atms for 3 inflations. It was stated that final angiographic results were excellent. No complications were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis review: procedural images confirmed the presence of a diffuse lesion in the mid first diagonal. Images confirmed multiple pre-dilations but did not show the delivery or deployment and removal difficulties experienced with the stent. Post dilation of the stent can be seen in the images. The longitudinal stent deformation (lsd) can be confirmed from the images but the mechanism of the deformation cannot be confirmed. The further treatment of the vessel resulting in a successful outcome can be confirmed. Additional code: f12 .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.